Event description:
A malfunction alarm with code malf 12 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, which prevented the malfunction from recurring. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.